Manufacturer narrative:
The device will not be returned for evaluation; however, the provided photographic evidence exhibits bur shedding metal shavings. The most probable cause for this type of failure is the application of excessive lateral forces causing excessive friction and wear of distal bearing. Due to the unavailability of the lot number, the DHR was unable to be reviewed. (B)(4). Per the handpiece instructions for use, the user is advised the following: precautions: direct contact of the rotating cutting edge of shaver blades and burs with metallic surfaces and/or other hard surfaces such as arthroscopes, cannulas, or other instruments can cause damage to the devices. Do not apply excessive loading on the shaver blade or bur. Cutting performance is not increased with force. Excessive force or using shaver blades or burs as a lever can cause damage to the device including permanent deformation, shedding of metal (wear), motor seizure, and overheating. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the hps-hb12 device was being used during a hip arthroscopy with labral repair procedure on an unknown date when the black bearing near the head of the bur began to flake inside the hip joint of the patient. The flaking material was removed with a shaver blade. The disintegration began within 2-5 minutes of device usage. There was no report of injury to the patient or user. There was no report of medical intervention or hospitalization required for this event. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
H10 correction - in the previous filing it was stated in the investigation that the shavings shed from this device were metal shavings. That was not a correct statement as the material was not metal; the material is a polyether ether ketone (peek) material. This issue will continue to be monitored through the complaint system to assure patient safety.